Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in as bawal, india is an OEM manufacturing site. Investigation summary: there are no samples and no photograph with the reported complaint of ¿leakage at luer connection¿. The investigating team has used the retention samples of material number 300847 and lot number 1306783 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has functionally tested the samples for leakage and no leakage was found in the retention samples. The DHR of material number 300847 with lot number 1306783 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. Spinal needles are much more in length than normal bulk needles and thus are not of intended use with discardit 5 ml syringe. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that during use with 5 bd discardit¿ ii syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: doctor complained that they are facing issue with discardit 5ml syringe leakage while administering the medication to spinal needle. Due to which there was medication error.